Event description:
The customer reported that an avalon elite was pierced. This was noted after the avalon was removed from the patient who expired due to an air embolism. Complaint ID: (B)(4).

Manufacturer narrative:
Further patient data, perfusion protocol and return of the affected product was requested but is still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported that an avalon elite was pierced. This was noted after the avalon was removed from the patient who expired due to an air embolism. For initial investigation an unused avalon elite returned by the customer from the same lot (270921) was investigated in the getinge laboratory on 2022-01-12. No defects or abnormalities were noted that could conclude a lot related issue. Further a medical review was performed by getinge medical experts on 2022-03-14 based on the information currently available. The cannulae was reported to be in situ for 45 days as per the correspondence received november 4, 2021. Extended application beyond 14 days is not approved and may have resulted in a critical degradation of the cannulae wall. Use beyond the maximum timelines stated in the instructions for use (IFU) in section 2 intended use can be associated with acute failure as a result of erosion of the cannulae components over time. The failure of the cannulae may have been directly associated with mishandling of the cannulae, and acute or chronic torsional forces at any time during the insertion, or application (e.g. Frequent proning). The second observation focuses on the reported ¿crack¿ in the cannulae. The method of cannulae retention was not described. Strict adherence to the associated warnings in the IFU are required. The safe application of the avalon elite dual lumen cannulae and extracorpoeral support requires a high level of vigilance as cited in subsection 5.1 "warnings and precautions basis safety instructions". The associated safety instructions for extracorpoeral circulation subsection 5.2 identifies a number or warning and cautions that may be associated with this complaint and outcome. Section 7 "application" identifies a significant number of selected warnings that must be adhered to for safe use. Any single violation or combination of violations may have resulted immediate or latent cannulae failure. The cannulae wall in the wire re-enforced area can be damaged or even cut by suture materials. This damage to the cannulae wall can occur acutely, or as a result of gradual erosion during extracorpoeral support. The cannulae wall can also be damaged by clamping outside the defined sections as a pre-cursor to the reported failure. Dedicated skin attachment accessories and hardened areas (barbed connectors) of the cannulae are to be used as per the instructions for use. Getinge r&d engineering evaluated the complaint on 2022-06-14 regarding the most probable root causes for pierced avalon cannulae: "the cannulae is not designed for 45 days use. In the ce area, the cannulae has a 14-day approval. A defect is not caused by aging or degradation of the material, it is too big for that and the edges are too straight. The cause for the pierced avalon cannulae could be external force action. The material of the catheter can cut by contact with sharp objects." The rotaflow console (rfc) in question with s/n (B)(6) was investigated by a getinge field service technician on 2021-12-21 and no abnormalities are detected on the device. The getinge field service technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The rotaflow is working as intended. Supported by getinge legal affairs team to anticipate in obtaining either the product back for investigation or offer to customer to support them with internal investigations on the device or at least any other information on this event. The affected product however has not been returned for technical investigation in our getinge laboratory. Further information regarding the event and the involved product has been requested by getinge sales and service unit (ssu). However, no further information can be provided by the customer. Based on the available investigation results the reported failure could be confirmed but no product related malfunction could be determined. Therefore the exact root cause remains unknown. This product is from supplier nordson medical. A device history record (DHR) review was performed by the manufacturer nordson medical on 2021-11-19 with the following results: parts manufactured under lot 270921 included subassembly pn (B)(6) with the following lots: lot 256712: this lot started manufacturing on january 7th 2020. (B)(4) parts were released by qc on january 24th 2020. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Lot 259986: this lot started manufacturing on february 13th , 2020. (B)(4) parts were released by qc on february 29th 2020. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Final packaging for lot 270921 was released by qc on june 8th 2020, for a total of (B)(4)parts. Subsequently sent to sterilization on june 12th 2020 and released on july 8th 2020. No anomalies were found for any subassembly or final assembly DHR parts manufactured under lot 269341 included subassembly pn (B)(6) with the following lots: lot 253249: this lot started manufacturing on december 5th 2019. (B)(4) parts were released by qc on december 20th 2019. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Lot 254651: this lot started manufacturing on november 26th 2019. (B)(4) parts were released by qc on december 10th 2019. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Lot 254649: this lot started manufacturing on november 13th 2019. (B)(4) parts were released by qc on november 27th 2019. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Lot 254650: this lot started manufacturing on november 13th 2019. (B)(4) parts were released by qc on november 29th 2019. No nonconformances were initiated for this lot of product. Retain part was reviewed and no anomalies or damage was found. Final packaging for lot 269341 was released by qc on may 5th 2020, for a total of(B)(4)parts. Subsequently sent to sterilization on may 28th ,2020 and released on june 16th 2020. No anomalies were found for any subassembly or final assembly DHR. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. If significant information becomes available on a later stage, this complaint will be reopened and necessary steps will be initiated. H3 other text : 4114